Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 540 mg/dl to displayed as "high" (specific value was not provided) with trace ketones. Cause was not known. Customer performed a correction bolus via the pump as well as a supply change to address the bg.